Manufacturer narrative:
Patient weight is unavailable.

Event description:
It was reported the physician implanted a 30mm gore® cardioform septal occluder on (B)(6) 2019. At a follow-up appointment on (B)(6) 2019, a thrombus was noted on the right disc. The patient was treated with an unknown anticoagulant.